Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device or leads were malfunctioning. The patient specified that the lead was not working and the device may need to be replaced. Furthermore, the patient stated that the clinic tried to make adjustments to the device but were not successful. The patient wanted to know why the device was malfunctioning and why adjustments could not be made. Follow up was attempted to no avail. The device and leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.